Event description:
It was reported to the sjm representative by the patient's husband that she had passed away. The cause of death was unknown. An attempt to determine the cause of death by contacting the physician was unsuccessful. The online obituary did not provide the cause of death. A search of the device manufacturer's system found no complaints regarding the patient.

Manufacturer narrative:
Th is ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.